Event description:
Covidien received info stating that the ventilator did not pass the circuit check test. The touch screen was unresponsive when an attempt was made to change the parameters. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).